Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had a sudden loss of therapy on (B)(6) 2016. The patient had trouble with vomiting and diarrhea and went to the emergency room (ER) for it. The people in the ER did not check the implantable neurostimulator (ins) because they were not familiar with it. The patient also had pain on their left side where the implant was and was in a lot of pain since (B)(6) 2016. The patient felt the pain especially when they lied on the implant. The pain was localized at the implant site and the patient couldn't imagine what else other than the implant could have caused the pain. There were no trauma or falls that could be related to the issue. The patient wanted to know if their body could reject the device. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.